Event description:
Indication: common variable immunodeficiency, unspecified. Home health nurse advised of "lithium battery empty- contact provider" error message. Pump (serial number and expiration date not provided.) Will not start. Nurse able to complete current infusion via gravity. No adverse event(s) reported due to product issue. Pharmacy to replace device associated with event. Pharmacy to send material for return of device associated with event. Availability of device for investigation is dependent of pt's returning. No further info. Reported to (B)(6) by health professional.